Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. Expiry date: 06/2021.

Event description:
It was reported that during a biopsy, the device allegedly failed to prime. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. An x-ray revealed incomplete cannula tang engagement and upon disassembly it was noted that left bumper was missing and the right bumper was bent within the device housing. Therefore, the investigation is confirmed for the identified cannula self-activation. However, the investigation will remain inconclusive for the alleged priming issue, as no priming issue was identified and functional testing could not be completed due to the identified failure. The missing bumper and subsequent bent bumper likely contributed to the reported and identified issue. However, the definitive root cause could not be determined based upon the available information. It is unknown if assembly issues, patient factors, or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 06/2021).

Event description:
It was reported that during a biopsy, the device allegedly failed to prime. There was no reported patient injury.